Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) device and packaging were not returned. Only the per paperwork was returned along with linked complaint. Investigation for the linked complaint will be performed within that complaint and this investigation focuses on the event reported within this complaint. Visual evaluation of the product and packaging could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Picture was not provided by the customer. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable without the product/packaging return. H3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Event description:
It was reported that there was no implant in the package when the surgeon went to place it. This is not the first time it happened.